Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage was evident to the remainder of the device. Correction: facility: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use three resolute onyx rx coronary des (2.0x26mm, 2.25x18mm, and 2.0x18mm) to treat a moderately tortuous and calcified lesion in the ostium of the first diagonal branch with 90% stenosis. The devices were inspected with no issues noted. Negative prep was performed. The lesion was predilated using non medtronic devices. The devices did pass through a previously deployed stent. Resistance was encountered. Excessive force was used when using resolute onyx 2.25x18mm, and 2.0x18mm. A non medtronic guidewire was used. It was reported that all three devices and a non medtronic stent failed to cross the lesion despite the use of a buddy wire. It was also reported that resolute onyx 2.0x18mm dislodged in the ostail left main (lm) during removal after several unsuccessful attempts were made to cross the lesion. The dislodged stent was fixed to the wall of the lm at 26 atm using a non medtronic balloon. A resolute onyx 4.0x15mm was then used to cover the dislodged stent and post dilated to 20 atm using a non medtronic balloon. No patient injury was reported.